Event description:
It was reported that patient received an interspinous process decompression using two peek interspinous implants (14mm and 12mm) at l3-4 and l4-5. Approximately 1 month postoperatively, the patient reported right sided para muscle spasms of the lumbar spine. Approximately 10 months postoperatively, treatment included a lso back brace. At the 14 months postoperatively evaluation, patient reported symptoms resolved. According to the report, the event was ipd procedure-related. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Unknown devices of multiple part/lot numbers were implanted during the procedure including: part: 1-3214 / lot: 2237571 part: 1-3212 / lot: 2224682 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.